Manufacturer narrative:
D3 manufacturer email (B)(4).

Event description:
It was reported that a transurethral holmium laser lithotripsy of the bladder was performed. During the procedure, the holmium laser device displayed error code 703. The nurse made multiple attempts to restart the console and reached out to both the medical equipment department and the holmium laser engineer in an effort to resolve the issue. However, despite these efforts, the fault could not be resolved, leading to the decision to halt the procedure. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.